Manufacturer narrative:
The investigation determined that four lower than expected phyt results were obtained from a vitros performance verifier using vitros phyt slides on a vitros 5,1 fs chemistry system. The assignable cause for the event could not be determined; however, the calibration is likely to be a contributing factor. A transient vitros 5,1 fs instrument issue or vitros phyt slide malfunction could not be ruled out as possible contributing factors.

Event description:
The customer complained that four lower than expected phyt results were obtained from a vitros performance verifier using vitros phyt slides on a vitros 5,1 fs chemistry system. Vitros phyt results: 14.9, 15.0, 14.9, 16.8 vs expected 21.1 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There were no patient sample results obtained and/or reported outside of the laboratory. There was no allegation of patient harm. However, the investigation cannot conclude results were not affected or would not be affected if the event were to recur undetected. This report is number four of four MDR for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).